Manufacturer narrative:
Manufacturer -- unknown, (B)(4) was an estimate. Gtin -- unknown, lot number unknown.

Event description:
A 27mm epic mitral valve implanted on (B)(6) 2012 was explanted (B)(6) 2015. Additional details have been requested as limited details were provided.

Manufacturer narrative:
(B)(4). The results of this investigation concluded there was a tear in cusp 1, and two tears and a fold in cusp 3. All three cusps contained a thin layer of fibrin, and focal fibrous pannus ingrowth was found on the outflow surface of cusp 2. There was no evidence of acute inflammation and gram stains were negative for organisms. No evidence was found to suggest the cause of the pannus, fibrin, cusp tears, and cusp fold was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
A 27mm epic mitral valve implanted on (B)(6) 2012. On (B)(6) 2015 the patient presented with lightheadedness with near syncopal episodes, dyspnea and fatigue secondary to stenosis and regurgitation as confirmed on tte. The valve was explanted (B)(6) 2015. Ex vivo, one cusp was reportedly torn away from the stent. A non-sjm valve (size unknown) was implanted.